Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's issue is not resolved. The patient is in a different state at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they would be charging with eight bars and then it would switch to zero bars without them moving. The issue was not resolved at the time of the report. No patient symptoms reported.